Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
A report was received that a patient's controller had a faulty display. The device was exchanged by a physician with no reported patient issue or injury.

Manufacturer narrative:
Additional information received states the faulty display displayed abnormal characters, the issue was ongoing, and that the patient denied the device had been dropped. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event as "faulty display" could not be confirmed since controller passed functional testing. Analysis revealed that the device passed visual examination as well. There was no failure detected; the controller met specifications. The reported event was not confirmed; the display functioned as expected during bench testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.